Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, h6.

Event description:
Confirmed via MRI.

Event description:
Healthcare professional reported "rupture" confirmed via MRI. This record is for the right side. Device was explanted and replaced. The device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, h6.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (non-penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture" confirmed via MRI. This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.